Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery for device replacement. Upon receipt at our post market quality assurance laboratory, this implantable cardioverter defibrillator (ICD) was thoroughly inspected and analyzed. External visual inspection noted no anomalies. A longevity calculation was performed confirming the device had not met longevity expectations. Review of device memory confirmed the code 1007 was recorded during a capacitor reformation. Testing was performed which revealed the device was not operating as expected. The device case was removed to inspect and test the internal components. The battery was removed and it was noted the plasma fuse was swollen. Detailed analysis found electrical overstress (eos) damage within the device circuitry. Root cause of the eos was unable to be determined due to the damage that had occurred from the eos. Laboratory analysis concluded the eos damage resulted in the clinical observations.

Event description:
The device was returned and analysis completed.

Manufacturer narrative:
(B)(4) captures the reportable event of surgery for device replacement. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported this implantable cardioverter defibrillator (ICD) exhibited a code 1007, indicative of a device charge time out. It was also noted that the device had declared elective replacement indicator (eri) however the year was dated 2000. Boston scientific technical services (ts) discussed the device would have limited functionality with brady pacing available and that the timestamp was unusual. Device replacement was recommended. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.